Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump history showed the data from the date of the complaint had been overwritten due to continuous use. All current draws were within specifications. During investigation, the battery compartment was cracked below the grip pad with evidence of moisture corrosion in the battery compartment. The leak test failed at battery compartment crack and lens seal.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-aug-2018 with the following findings: a review of the pump history indicated the pump was in use until 07-aug-2018; the black box data for the time of the complaint has been overwritten due to continued use. A visual inspection of the pump revealed moisture corrosion in the battery compartment; the battery compartment was observed to be cracked. A leak test revealed a leak at the battery compartment crack and the lens seal. During investigation, all current draws were found to be within required specifications. The temperature issue was not duplicated however, moisture and damge to the pump was confirmed.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the "battery felt wet coming out of the pump" and was warm. The battery compartment was reported to be damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.